Event description:
A tektronix 350 terminal was received in which the customer had written a note that the unit smoked. Subsequent call to customer indicates a small amount of smoke emitted with no patient or employee safety issues reported.